Manufacturer narrative:
H6: ventec received the device for evaluation and downloaded its electronic records (system logs) for analysis, where the reported issue of an unexpected loss of power was confirmed. While testing the device, however, ventec was unable to reproduce the reported issue. Ventec replaced the internal flow transducer (ift), ift cable, and control board to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift, ift cable and control board, however, further cause could not be conclusively determined.

Event description:
It was reported to ventec that the device unexpectedly powered off during use. There was patient involvement associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue. The caregiver placed the patient on their backup ventilator for support.

Manufacturer narrative:
H6: while investigating an unrelated complaint investigation, the ventec complaint handling unit manager was made aware that the user facility had submitted medwatch report # mw5168264 to the FDA for this event. Section(s) e4, initial report sent to FDA and h10, related report numbers, have been updated accordingly. Ventec then reviewed historical complaint data related to the serial number involved in this event and discovered that ventec had previously submitted a medwatch report for this event. As a result, ventec has determined that this event is a duplicate of what had been reported in medwatch report number 3013095415-2025-00403.